Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. Troubleshooting determined the cause of the alarm was due to the transfer set having a leak. The caregiver (cg) stated that the transfer set had been leaking prior to the patient connecting to the cassette. The technical service representative assisted the cg in clearing the alarm and assisted in ending therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a leaking transfer set is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.